Event description:
Caller reported aviva system blood glucose results of 150 mg/dl and 85 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.